Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The driveline disconnect was due to the patient unplugging themself to change system controllers, and it was noted by healthcare providers that no product was defective.

Event description:
It was reported that log files were sent for review on a patient suspected to have double power cable disconnected. The patient was connected to wall power that was potentially not plugged in, but the healthcare professional was not certain. Log files captured power cable disconnects and no external power events prior to a driveline disconnect on (B)(6) 2024 at 0:00:16.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the cause of the driveline disconnect event was determined to be the patient unplugging to change their controllers. The driveline was disconnected at the controller connector. It was confirmed that there was no product exchange necessary as no defect was noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues associated with heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , were reported by the account. The controller event log file contained events from the reported event dates of (B)(6) 2024. Driveline disconnect alarms were captured on (B)(6) 2024, which the account reported was due to the patient unplugging the driveline to change controllers. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed while the driveline was connected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the patient handbook, rev. D are currently available. Although no device related issues were reported by the account, the IFU and patient handbook warn that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. The patient handbook also explains that the pump cannot run without power. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ section 8 of the IFU "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. Section 2 of the IFU and section 2 of the patient handbook also instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.